Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305127 and lot number 0274368. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. It could be possible for this defect to occur while passing the needle through the stopper vial clogging the needle with the stopper vial material. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd precisionglide¿ needles were blocked and would not inject xylocaine during use. The following information was provided by the initial reporter: "radiologist, says she could not inject xylocaine with a 25g x 1 1/2 in needle. She was able to draw from the vial but couldn't inject in the patient. She had to remove the needle from the patient, get a new needle, poke the patient again and inject. It's the second time that this happens rto ger with a bd needle."